Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that premature battery depletion was suspected, and that the device had reached ert (elective replacement time). Daily trending showed intermittent (high) threshold values on the right ventricular (rv) lead, which is suspected to be the contributory cause to the premature depletion of the pulse generator (pg). Subsequently, the pg was replaced, and the rv lead was capped, and a new rv lead was implanted. It was indicated that the patient is not symptomatic. No additional adverse patient effects were reported.

Manufacturer narrative:
This device currently remains implanted; however, is expected to be explanted and replaced in the following week. This report will be updated upon receipt of additional information.

Event description:
It was reported that premature battery depletion was suspected, and that the device had reached ert (elective replacement time). Daily trending showed intermittent (high) threshold values on right ventricle (rv), which is suspected to be the contributory cause to the premature depletion of the pg. A replacement procedure has been scheduled for the following week to replace the pg, and the rv lead. It was indicated that the patient is not symptomatic, and that no adverse effects were reported.

Manufacturer narrative:
This device was explanted and replaced, and is expected for return. Upon completion of device investigation, a supplemental report will be submitted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected, and that the device had reached ert (elective replacement time). Daily trending showed intermittent (high) threshold values on the right ventricular (rv) lead, which is suspected to be the contributory cause to the premature depletion of the pulse generator (pg). Subsequently, the pg was replaced, and the rv lead was capped, and a new rv lead was implanted. It was indicated that the patient is not symptomatic. No additional adverse patient effects were reported. The pg is expected for return.